Event description:
The line connected with the transducer was cut.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing (on cvp line, blue label) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.

Manufacturer narrative:
.